Manufacturer narrative:
Philips service replaced the sib unit, reloaded the software, and restored the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed due to an unstable sib unit causing intermittent operation on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.